Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 54-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Additionally, venous-arterial extracorporeal membrane oxygenation (va ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), bilateral lower extremity pulses worsened. An echocardiogram showed recovered left ventricle (lv) function, but poor right ventricle (rv) function. A decision was made to place an impella rp flex and remove the va ECMO and impella cp. The rp flex was placed without incident and the ECMO was weaned and explanted. No pulses were noted, so the physician proceeded with a fasciotomy. During cutdown, the artery was noted to be small and diseased. A fasciotomy was performed, but muscle not expected to recover. An echocardiogram showed lv function was improved on p-2. The physician repaired the artery and the impella cp was removed. The physician decided to perform a fasciotomy on the impella leg as well. Tissue was still perfused. Following the repair of both arteries, the physician felt that the patient will still have a poor outcome due to poor lifestyle and horrible vascular disease. After two days on support, the family withdrew care and the patient expired. The impella functioned at p-5 at 2.5 l/min as intended for lv unloading with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, unlikely contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock, dependent on vasopressor support.